Event description:
It was reported "when PICC was being removed from patient, rn noticed a bump in the PICC towards the end of the PICC." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx1761 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a deformed catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs which depicted a 5fr t/l provena powerpicc catheter. The depicted portion of the device included the distal end. The tip of the catheter appeared deformed and flattened. Deformation near the catheter tip appeared to be evident in the submitted photographs; however, inspection of the photographs was insufficient to identify the cause of the deformation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include instrument damage and the catheter being damaged during the packaging process.

Event description:
It was reported "when PICC was being removed from patient, rn noticed a bump in the PICC towards the end of the PICC." No other information was provided.